Event description:
The customer reported a fluid leak of approximately 1ml from the diff mixing chamber of a coulter hmx hematology analyzer with autoloader. The leak was contained within the instrument, and "partial clog 2" (pc2) error messages were observed by the customer at the time of the event. The customer called customer technical support (cts) and a cts representative led the customer through troubleshooting procedures, but the customer was unable to identify the source of the leak. The instrument was considered inoperable until it could be evaluated by field service. The customer was wearing personal protective equipment consisting of a laboratory coat, eye glasses, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found a leak at the tubing attachment for blood sampling valve (bsv) port 6 (wm6) and replaced the tubing to the to resolve the issue. The repair was verified per established service procedures. (B)(4).